Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was placed at the correct depth, however moderate to severe paravalvular leak (pvl) was noted. A balloon aortic valvuloplasty (bav) was performed three times. Mild/moderate paravalvular leak was noted along with central leak. A second valve was successfully implanted valve in valve, resolving the central leak and decreasing the pvl to mild. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.